Event description:
During an initial implant procedure, there was a failure to extend the helix of the right ventricular (rv) lead. Lead helix damage was suspected but it was not confirmed. Increased pacing impedance was also observed on the rv lead and the suspected cause was due to the failure of the helix. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and helix damage were not confirmed while the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.